Manufacturer narrative:
The returned set was examined and leak tested, and a small cut was found, across the width of the tubing. This is what caused the reported leakage. The cut was due to some external damage or abusive handling and did not appear to be related to the mfg process.